Event description:
Healthcare provider reported left side "implant rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a broken device and two syringes with gel inside without labeling the explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare provider reported left side "implant rupture". Device has been explanted.

Manufacturer narrative:
Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported "implant rupture" unknown location of device. This relates to an unknown side.